Event description:
Initial report: this non-serious unsolicited report for sculptra (poly-l-lactic acid) was received from a nurse via a sales representative to our affiliate in (B)(4) on (B)(6) 2010. On gpe medical assessment, per internal ime definitions and the sculptra decision tree, this case was upgraded to serious. Although the source document indicated a rumor case, pending further requested info, the case is not being considered a rumor at this time. This is report 1 of 3, (B)(4). A ptc has been initiated for this report (ptc number pending). This report involves a pt (demographics not provided) who was administered poly-l-lactic acid. Dates of administration, dosage, lot/batch number, location of injection/s and indication were not reported. Medical history was not indicated. Concomitant medications were indicated as unk. A nurse reported this pt experienced edema and renal failure three weeks after the poly-l-lactic acid treatment. No other details were provided. Outcome was not reported. Further info will be requested. Pharmacovigilance comment: sanofi-aventis company comment dated 10-nov-2010: this preliminary report does not yet include adequate info to assess causality. Additional info regarding the pt's history, concomitant medications, laboratory values, etc has been requested. The event of renal failure has not been associated with sculptra. The event of edema in the context of renal failure is also considered to be an unlisted event. Pending further info, a causality of possible has been assigned to both events.